Event description:
An implant card was received by the manufacturer indicating the patient had full revision surgery on (B)(6) 2016. On the implant card, it was noted the surgery occurred due to battery depletion. Upon further investigation, it was reported the patient's lead was replaced due to a lead fracture and the generator was replaced due to end of life. The generator and lead are not expected to be returned for analysis.